Manufacturer narrative:
Concomitant product: implantable pulse generator (ipg). This information is based entirely on journal literature and subsequent follow up information obtained. All information provided is included in this report. Referenced article: ¿real-world assessment of acute left ventricular lead implant success and complication rates: results from the attain success clinical trial.¿ pace 2016; 39:1246¿1253. Doi: 10.1111/pace.12939.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted pacing lead. Follow up was conducted and it was reported that during the second attempt of placing the left ventricular (lv) lead, the catheter was ¿stuck¿ to the lead, and the lead was ¿pulled out of the vessel after slitting the catheter.¿ another attempt was taken to replace the lead and it appears to be still in use. No further patient complications have been reported as a result of this event.